Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported adverse event. Based on the provided information, there is no documentation that shows a causal relationship between this event and the use of the liberty cycler. A possible relationship exists between the adverse event and the allegation that the patient¿s scale had stopped working which contributed to the patient utilizing the wrong solution for therapy. Furthermore, an additional cause for the reported adverse event was revealed to be a user error which was specified as the patient did not switch their pd solution as instructed. At this point in time, there is no allegation of a malfunction by the liberty cycler that could have caused or contributed to the event. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient was hospitalized for a fluid volume overload coincident with peritoneal dialysis therapy. The patient was admitted to the hospital with dyspnea due to the volume overload. It was initially reported that the patient¿s scale had stopped working which resulted in them using the wrong solution. During their hospitalization, it was found that the patient had a large right-sided pleural effusion, moderate left-sided pleural effusion, a bilateral ground glass attenuation, and a small pericardial effusion. Upon follow up with the patient¿s nurse, it was discovered that the patient had been using a 1.5% solution for their peritoneal dialysis therapy and did not switch to the 2.5% dextrose as instructed when they began to gain weight. Once hospitalized, the patient was given 4.25% dextrose solution and their respiratory status improved. After losing 12kg of weight, the patient was switched to 2.5% dextrose solution and the dyspnea resolved. The patient continued with peritoneal dialysis therapy during their hospitalization without complication. The patient was discharged from the hospital five days after admission. The patient continued with peritoneal dialysis therapy using the 2.5% dextrose and was reported to be returning to their normal dry weight. Additional information was requested but was not available.